Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lumps" and "nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: induration or nodules at the injection site. Method of use ¿ posology juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. Warnings do not re-use. Sterility of this device cannot be guaranteed if the device is re-used.

Event description:
Healthcare professional reported patient was injected in the upper lip with 0.2 ccs of juvéderm ultra¿ xc. Within 4-5 days following the injection the patient developed big lumps at the injection site. Approximately 6 weeks later patient went to a different provider for hyaluronidase and was also injected with 0.05 ccs of a non-allergan filler into both sides of the lower lip. Patient also "reacted" to the non-allergan filler, but "didn't have same reaction to it." Eight weeks after the juvéderm ultra¿ xc injection, patient returned to the initial injector for a touch up and the injector noted the nodules were palpable but not visible. Healthcare professional refused to inject the upper lip, and instead injected 0.1 ccs of juvéderm ultra¿ xc conservatively to the lower lip using the same syringe that was initially injected to the upper lip eight weeks prior. Nine days after the second injection, the patient developed 2 nodules at the injection site. Treatment with hyaluronidase was given that day, at which time, there was ¿some resolution.¿ symptoms are ¿90% resolved.¿

Event description:
Healthcare professional later confirmed that the patient's symptoms resolved one week following the final hyaluronidase treatment.

Manufacturer narrative:
Additional information : device analysis: 1.0 ml syringe with 0.7 ml of gel remaining was received with a cap, no needle, in an opened ultra xc tray. No defect observed to syringe nor to remaining gel.

Event description:
Healthcare professional reported patient was injected in the upper lip with 0.2ccs of juvéderm ultra¿ xc. Within 4-5 days following the injection the patient developed big lumps at the injection site. Approximately 6 weeks later patient went to a different provider for hyaluronidase and was also injected with 0.05ccs of a non-allergan filler into both sides of the lower lip. Patient also "reacted" to the non-allergan filler, but "didn't have same reaction to it." Eight weeks after the juvéderm ultra¿ xc injection, patient returned to the initial injector for a touch up and the injector noted the nodules were palpable but not visible. Healthcare professional refused to inject the upper lip, and instead injected 0.1ccs of juvéderm ultra¿ xc conservatively to the lower lip using the same syringe that was initially injected to the upper lip eight weeks prior. Nine days after the second injection, the patient developed 2 nodules at the injection site. Treatment with hyaluronidase was given that day, at which time, there was ¿some resolution.¿ healthcare professional later confirmed that the patient's symptoms resolved one week following the final hyaluronidase treatment.